Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced recurrent bleeding. During a pulsed field ablation (pfa) procedure, a farawave ablation catheter and faradrive sheath were selected for use. Recurrent bleeding that was resolved with manual pressure was reported one day post procedure. There was a non-significant hematoma noted at discharge. The patient was monitored overnight, and this event required or prolonged a hospitalization. No more information available regarding patient status.